Event description:
It was reported that the red hub on the PICC broke off. PICC was exchanged, modified seldinger technique used in basilic. Catheter inserted to 47 cm with 1cm exposed. Mid upper arm circumference is 38 cm, measured at 10 cm sup/ac. Ac is 34cm. It was stated there was no harm to the patient, "near miss and rl solution filed". No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not conclusively identified. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break in the red-luered extension tubing. The break site was recessed within the red luer orifice. The break surface appeared irregular. Microscopic inspection of the break site revealed a granular fracture surface. Radiating beach marks and irregular tear patterns were observed in the fracture surface. Inspection of the interface between the polyurethane tubing and the isoplast luer at the break site revealed voids in the bond. Those voids appeared to correspond to the origination points of the radiating beach marks. The beach marks and irregular tear patterns were consistent with material fatigue failure due to repetitive stress. The recessed location of the break and the apparent fracture origination within regions of incomplete bonding suggested that possible bonding irregularities that occurred during device manufacture may have resulted in concentration of mechanical stresses that may have occurred during typical use conditions, leading to material failure. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿red hub on the PICC broke off¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and evaluation performed at vad lab the following was concluded: a gap between purple tubing and red hub was observed which revealed voids in bond at the interface of the molded parts. Those voids appeared to correspond to the origination points of the radiating beach marks. A break site was observed within the red luer orifice and the break surface appeared to be irregular matching with the break of the catheter proximal end. Damage during the manufacturing process may be a potential root cause/contributor to the observed catheter damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors include: risks of damage during handling or use. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown a lot history review (lhr) of redv1145 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the red hub on the PICC broke off. PICC was exchanged, modified seldinger technique used in basilic. Catheter inserted to 47 cm with 1cm exposed. Mid upper arm circumference is 38 cm, measured at 10 cm sup/ac. Ac is 34cm. It was stated there was no harm to the patient, "near miss and rl solution filed". No other information was provided.